Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The spinlock assembly was noted to be broken off the male spinlock adapter. The spinlock adapter was not returned. There is no indication that the breakage was related to the manufacturing process of this part. It appears that excessive force was exerted to the molded part at some point, to result in this type of breakage.

Event description:
As reported by the user facility: one incident in which tubing disconnected from spinlock during infusion of levophed. Patient's bp dropped to 60/32. Additional information provided by the facility indicated the patient suffered no additional adverse sequela associated with this incident. The lot number remains unknown.